Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ per the legal manufacturer, the other issues identified in the initial report (e05 error and dirty port mesh filter) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The customer spoke with an olympus representative for troubleshooting. During troubleshooting, a hole was found in the connector. The olympus representative advised not to use the device until repaired. An olympus field service engineer (fse) was then dispatched to service the device. The fse confirmed the broken grey connector and e05 error. The fse replaced the broken scope connectors, tub fluid level sensor and gasket. The fse noted the customer physically broke the scope connectors. The device was repaired and verified according to original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported the endoscope reprocessor displayed an e05 "basin fluid level is too high" error. During troubleshooting, it was also reported the port mesh filter was very dirty and the right gray connector was broken. The customer reported the right gray connector had a hole. No patient harm or impact was reported due to this occurrence.